Manufacturer narrative:
A visual and functional evaluation of the subject stretcher was conducted at the customer's location. The springs on the safety bail assembly were replaced and the stretcher was returned to service.

Event description:
The customer reported the safety bail is not catching on the hook when unloading the stretcher. The reported issue was not associated with patient involvement or an adverse incident.

Event description:
The customer reported the safety bail is not catching on the hook when unloading the stretcher. The reported issue was not associated with patient involvement or an adverse incident.